Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the user attempted to perform a manual sensing test using the mobile programmer the test failed to complete and a diagnostic message 'test incomplete' was displayed repeatedly. No patient complications have been reported as a result of this event.